Manufacturer narrative:
Alekhya gangishetty, nirmala jonnavithula, singam geetha, harshini muthyala and hareesh peetha. "A comparison of mcgrath video laryngoscope and macintosh laryngoscope during nasotracheal intubation: a randomised controlled study." Journal of perioperative practice 2024. 10.1177/175045892412702. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature source, a comparative study conducted between september 2019 and february 2020 assessed the relative efficacy of non-channeled video laryngoscopes and conventional macintosh laryngoscopes in terms of nasal tracheal intubation time. A total of 60 patients were subjected to nasal intubation procedures, with 30 patients assigned to the mcgrath device group and 30 to the macintosh laryngoscope group. Complications in the mcgrath group included two cases of nasal mucosal bleeding, two cases of tongue injury, and one case of oral mucosal bleeding. Given the nasal intubation procedure, tongue injury and oral mucosal bleeding are not believed to be device related complications. No details were provided regarding the management of these complications.